Event description:
It was reported that this right ventricular (rv) lead showed alerts of high, out of range shock lead impedances. Isometric maneuvers, and serial impedances were completed and resulted in no noise and in range values. A possible spring contact issue was speculated for this system. At this time there are no further actions planned and the system will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).